Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the gear was stuck on the damaged roller. The ratchet gears, roller, and bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the handle can not be removed. No further information provided. The handle could perform the up and down motion. The event occurred during surgery. There was no harm or delay. Investigation showed the device was stuck since the gear was stuck on the roller. There was no adverse event reported as a result of this malfunction.